Event description:
A female patient contacted customer support to report that her electrode belt would no longer connect to the monitor because the pins were bent. Customer support replaced her belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Lifecor determined that the pins on were bent inside the connector. The root cause of the bent pins was excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.